Manufacturer narrative:
The off/no power anomaly and off/no power alarm without a low battery indicator issue could not be verified due to a blank display. Failure analysis was unable to perform the displacement test, off/no power test and operating currents measurement due to the blank display. The blank display was caused by a severely corroded battery tube and battery cap contact. A cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot were observed.

Event description:
It was reported that the insulin pump experienced an off/no power anomaly. The caller stated that there was no low battery indicator that alarms prior to the device losing power. The caller did not provide the blood glucose reading. Nothing further reported.